Event description:
It was reported that the patient was given cortisone injections for intense back pain. The patient had back pain their entire life but they had it under control and then suddenly the symptoms returned. Since having the cortisone injections the patient was having a little more difficulty with their bladder and they¿d had several accidents where they couldn¿t retain their urine. The patient saw a manufacturer representative around the saturday prior to the report and they helped the patient increase their stimulation a little bit. The patient also had acupuncture performed on the monday prior to the report. The needles were placed on their left side which is where the patient had their pain. The trigger point was right of their left shoulder blade and went down a little bit. After the acupuncture the patient had a big accident with their bladder. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID:3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0qhul, implanted: (B)(6) 2015, product type: lead. (B)(4).